Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level ranged from 168-170 mg/dl.